Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be subitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin therapy on the pump. There was no reported adverse impact.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.